Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue (ppi). A new lead was implanted. Additional information indicated that this lead was fractured and had low ejection fraction (ef). This lead will not be returned due to it was brutalized after the laser lead extraction. No additional adverse patient effects were reported.